Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation procedure, it was reported that there was noise on all ECG channels on the carto 3 and the recording system. The carto 3 system interface cable was exchanged and the noise disappeared. The procedure was continued and completed successfully with no patient consequences. On (B)(4), received additional information requested from bwi representative stating that the noise occurred on all channels (body surface and intracardiac signals) and on both carto 3 and recording system at the same time. The physician was not able to interpret the signals and unable to perform voltage map with the catheter. Due to this additional information received, this complaint became reportable. Awareness date changed from (B)(6) 2014.

Manufacturer narrative:
(B)(4) during an atrial fibrillation procedure, it was reported that there was noise on all ECG channels on the carto 3 and the recording system. The carto 3 system interface cable was exchanged and the noise disappeared. The procedure was continued and completed successfully with no patient consequences. The cable was visually inspected and found in good physical condition. A carto 3 test was performed with the cable and a known good catheter, no malfunctions were noted. No noise was observed on the ECG. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.